Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed using another system. The field service engineer (fse) inspected the system onsite and found that there was no x-ray. The fse checked the system and found fdc (flat detector controller) communication with host pc was not ready, ethernet switch was defective. The fse replaced ethernet switch to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is unable to expose/no x-ray. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the ethernet switch was replaced, the system was returned to use in good working order.